Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a display issue, there were missing pixels. It was further noted that the side bail covers were broken, the ring bail was bent and the battery drawer was broken. All found defective parts were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator's menu display was bad, that it was "missing dots." The generator was returned for service. No patient complications have been reported as a result of this event.